Event description:
The pt fell and hit his head while being transferred from his wheelchair to the bed, using a pt transfer lift. When the pt was transferred by the nursing assistant, the pt was placed in the sling, all four sling attachments were clicked, pt raised out of the wheelchair, the nursing assistant walked around behind the wheelchair to move it out of the way, went back to the front of the lift and began to roll the lift with the pt in it towards the pt's bed when the pt fell. One of the pt's legs remained suspended in the lift while the rest of the pt's body fell to the floor. The nursing assistant had transferred this pt many times before without incident and was able to conduct proper return demonstration in the use of the lift. The MFR was contacted to evaluate the lift - no noticeable defects. Education was provided to the staff and additional system issues addressed. A recommendation was made to the MFR for a modification of the product for consideration. The device should have a system to alert the operator if any of the four sling connections are not fully engaged to the lift frame.